Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and the analysis was inconclusive. The device lasted 66% of its expected longevity. Analysis confirmed low battery voltage at 2.61v. The device was fully functional with nominal system current drain throughout the analysis. Since a high current drain condition was not present, the cause of the depleted battery was not determined. No hybrid anomalies were observed. Analysis revealed no internal short in the battery and no anomalies found. Concomitant medical products: 4196-88, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted with no reason for replacement. The device was analyzed and tested out of specification. A follow up with the patient's healthcare provider yielded that the device was replaced for normal elective replacement indicator (eri). No patient complications have been reported as a result of this event.